Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16177, 2938836-2019-16178. It was reported that pocket infection was observed. The physician alleged the infection was due to the implant procedure on (B)(6) 2019. The device system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.